Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. The patient's right atrial (ra) lead was found to be dislodged, and was explanted and replaced on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.

Event description:
New information received notes that loss of capture was noted at time of lead revision. Dislodge was confirmed via fluoroscopy on (B)(6) 2021.